Event description:
The report was from the study. The patient was a male with a history of hyperlipidemia, coronary artery disease, myocardial infarction, and hypertension. The target lesion was the proximal left internal carotid. Pre-procedure stenosis was 83%. Lesion length was 25mm and diameter was 5.8mm. The lesion was moderately tortuous. The lesion was pre-dilated. A precise pro rx 10 x 40 was deployed at the target lesion. Post-procedure stenosis was 14%. An angioguard rx, size 6 basket, was successfully deployed and retrieved during the procedure. The patient had no neurological deficit when he left the catheterization suite. Post-procedure, the patient had a stroke with step-like onset. The patient had aphasia, dysarthria, and right hemiataxia with partial recovery with minor residual. Other than assuring appropriate platelet inhibition, no further treatment was necessary. The patient was discharged the following day (2009), with only disorientation to time/date. The patient will be followed and the physician's expectation is that he will have no residual deficit.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14014742 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14014742. Ischemic stroke is a well known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggest that patient, vessel and procedural factors may have contributed to the reported event.